Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. A replacement monitor was ordered. No further problems are anticipated after the monitor is replaced.

Event description:
It was reported that the system 9800 had a burn mark on the left monitor making some images distorted. There was no adverse patient involvement reported. There was no pt info reported.